Manufacturer narrative:
Visual and optical examination of the centerpiece revealed a few of the gear teeth of the centerpiece have been broken off. Functional inspection of the sliding end cap confirmed it is jammed and will no longer function correctly. It appears the biologics that were used during the procedure caused the centerpiece to jam and break the teeth of the sliding end cap. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure: corpectomy pre-operative diagnosis: trauma burst fracture implanted level: l3 it was reported that on (B)(6) 2018, intra-op, stratosphere cage stripped. The product came in contact with the patient. It appeared that some metal may have peeled off. No fragment of the implant or instrument remaining in the patient. No patient complications were reported.